Manufacturer narrative:
.

Event description:
It was reported that the pt experienced pain in his leg since he received a new distal catheter piece during a revision. He was admitted to the neurosurgery department of the hospital, where his morphine dosage was increased from 1mg to 4mg/day. Two days before his catheter was explanted, the pt developed paresis at the l4 root and was unable to stretch his leg. The catheter was removed. After the catheter was explanted, the pain diminished, but the paresis still persisted. The hcp reported that the explanted distal catheter end looked normal and undamaged.